Event description:
I was performing a low anterior resection with low pelvic anastomosis. This is a procedure that I commonly perform. I was utilizing the new eea stapler and despite taking my usual precaution and performing this in the standard fashion, the stapler failed and there was a leak in the posterior aspect of the anastomosis. Manufacturer response for eea auto suture circular stapler w/ dst series technology 25mm-3.5mm xl, covidien eea auto suture circular stapler w/ dst series technology 25mm-3.5mm xl (per site reporter). Focused training.